Event description:
It was reported that the patient had loss of vision in one eye due to central retinal artery occlusion. The patient had no additional symptoms. The patient was taken to neurology for an intra-arterial tissue plasminogen activator (tpa). There was no improvement of vision. A computed tomography angiography (cta) and carotid ultrasound (us) were done with no hemodynamically significant stenosis. A repeat head computed tomography (CT) was done on (B)(6) 2021 without bleeding or infarction. The patient was discharged home on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported retinal artery occlusion, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.